Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
Rp 011129 - the dentist reported that 25 days after dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved and the patient presented bone type ii.